Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried blood was noted past the helix mechanism up through the lumen. Additionally, dried bosy tissue was entwined in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific crm received information that this patient experienced a near syncopal episode. During the interrogation, it was noted that the right ventricular lead had intermittent capture at maximum outputs. As a result, this lead was replaced. No adverse patient effects were noted as a result of the procedure.